Event description:
Patient was resting in bed with side rails up x4 since she arrived on unit. 5-10 minutes later after the nurse left the room, patient was reported to have fallen off the bed to the floor. The family of the patient's roommate heard the side rail fall down and saw patient fall down to the floor. Md notified and came to evaluate the patient. Patient's vss (vital signs stable), x3 strength remains the same. Patient complained of right shoulder pain because she grabbed the upper side rail when she fell down to the floor, also complained of left leg pain. CT is done post fall. Patient's family was at the bedside when incident occurred.